Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Final analysis found the pulse generator was at end of service due to high current drain noted at the rf module. The cause of the high current drain could not be determined. This likely caused the reported complaint in the field.

Event description:
It was reported that the patient presented in the emergency room after experiencing asystole and a syncopal episode. The pulse generator exhibited loss of output. The patient became unconscious and a temporary pacemaker was placed. The device was explanted and replaced on (B)(6) 2015. No complications occurred during the procedure and the patient was well post procedure.